Event description:
The reporter states that the customer obtained the blood glucose results of 97 mg/dl and 57 mg/dl on the accu-chek aviva system. The customer obtained an additional comparison with results 57 mg/dl and 91 mg/dl on the accu-chek aviva system. On both occasions, test results were obtained within 10 minutes. The customer felt hypoglycemic and treated herself by eating 3 crackers and drinking a glass of apple juice. No adverse event reported. New system sent to customer and return requested.